Event description:
64 yr male pt on ventilator in ICU. Pt began spontaneous respirations. Pt heart rate increased 70 to 150 c atrial fib. Ventilator immediately turned off. Pt bagged 100% o2. Another ventilator placed on pt. Md in to see pt. Pt agitated. Given sedation and pt converted to sinus rhythm.